Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. It was stated that the time on the screen was not advancing. Troubleshooting was not possible because the battery cap was damaged. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. No frozen screen noted. Unit had intermittent button response due to corroded keypad trace.